Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received motor error alarm on their insulin pump. No further information provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.